Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary analysis revealed no output and low impedance reading of less than 200 ohms. When a magnet was applied, an irregular output was noted. Further testing revealed that the irregulat output and low impedance conditions were due to gate oxide leakage of the pacing/regulator integrated circuit. The gate oxide leakage also caused oversensing and high current drain.